Event description:
I am a t1 diabetic and wear both a dexcom g6 continuous glucose monitor (cgm) and a tandem t:slim insulin pump. The cgm and pump are linked. I was found non-responsive in the early morning hours of (B)(6) 2021. At the time, the cgm was showing my blood glucose as 50. While this is low, it is not critically low. After I was found and the ambulance/paramedics were called, my breathing and heart/pulse stopped. Fortunately, my breathing and pulse spontaneously restarted (likely due to the administration of two doses of glucagon). Later, while in the hospital, they tested my blood glucose using the fingerstick. At that point in time, the hospital registered 130. However, my dexcom g6 cgm was showing 185. If it was off by that much earlier in the day (during the incident), it is possible my blood glucose level was actually at or close to zero. Dexcom advertises the g6 as not requiring calibration. That is dangerous. Although you treat based on how you feel and you do not necessarily rely upon the cgm reading if you feel differently, I was asleep and did not know my blood sugar was dangerously low. Had I not been found, my breathing and heart rate would have stopped and I would have died. I also understand that the FDA has approved the dexcom g6 even if it is "off" by 30%. Mine was apparently off by almost 100%. I had no idea. I now calibrate my dexcom g6 at least one time a day, usually at night before bedtime. The FDA needs to reconsider whether the dexcom g6 really should be marketed as not needing calibration. FDA safety report ID # (B)(4).